Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient was admitted to the intensive care unit (ICU) from the operating room (or), a leak was noted from the tracheal tube. The tube was reinflated but the leak continued. It was reported that the patient remained thermodynamically stable and that there was no desaturation. The anesthesiologist was notified and confirmed the leak and reintubated the patient without complication.